Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service. Logs and the current status of the ventilator not provided. We have not received any information about a part replacement. Due to lack of information, the root cause of the reported event could not be found.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).